Event description:
It was reported that during an lap super cervical hysterectomy, the device wouldn't work with hand activation. The handpiece was replaced and the case was completed. No pt consequence occurred.

Manufacturer narrative:
(B)(4). Evaluation summary: no anomalies were noted with the hand activation feature. The hand piece was returned with a loose mount and nose cone cracked. It was tested on a generator and no error code was noted with the hand and foot switch activation. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. No conclusion could be reached as to what may have caused the reported event. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.